Event description:
Surgeon was cauterizing tissue while removing the uterus. During this time the insulation from the bovie tip sparked and sent shock to the laparoscopic scissor tip, which then burned tissue on the uterus. Staff saw this and removed the laparoscopic cautery and scissor tip from the abdomen. The rn in the room notified the operating room charge nurse. A new electrosurgery unit was brought into the room along with a new bovie tip, bovie pad, and laparoscopic scissors. Surgeon was aware of the burn and stated that this was okay because the procedure was to remove the uterus. Electrosurgery unit was removed from the operating room 1 and placed in "out of service" area, with a sign on. Grounding pad lot # 43410061x cautery settings at 40/40 esu pencil ref# (B)(4) // lot# 78653921 esu tip ref# (B)(4). Patient code: 1757. Device codes: 2915, 3022, 2595. Reference report: mw5175113.